Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 335 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (leg); upon removal, the cannula was also found to be bent. Additional method of treatment was not provided.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the device. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The download data did show that the returned pod had generated an 0x21 alarm, indicating that the tick time was out of specification. Inspection of the device found no damages or manufacturing deficiencies that would contribute to the alarm. The exact cause of the 0x21 alarm could not be determined. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.